Manufacturer narrative:
Merge healthcare is continuing to investigate the customer's issue to determine if corrections and or corrective actions are required.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2017, merge healthcare received information from a customer indicating that fa (fluorescein angiogram) images were coming out dark. On 03/08/2017, additional information was received from the customer. According to the customer, a light bulb was replaced in the camera; however, the issue is continuing to occur. As a result, patients that have vessels that are not dilating 5-6 mm out are not able to have images that can be viewed by the eye care professional. Merge healthcare technical support is in the process of working with the customer in order to resolve the issue. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for procedures. The customer has indicated that no patient harm occurred as a result of this issue. (B)(4).